Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for a driveline infection. The source of the infection was deemed to be due to poor hygiene as well as the patient reporting to have dropped their controller several times. It was noted that the device operated as expected. The patient had positive blood cultures, but negative culture of the driveline exit site. The driveline exit site improved with antibiotics and daily, sterile dressing changes. The patient left the hospital against medical advice. The patient was sent home with oral antibiotics (ciprofloxacin 750mg bid(twice a day)). No additional information was provided.